Event description:
Da vinci prostatektomie - "the ca090 is part of a kit (davinci set 6" 990000836). The ordered from this customer will be arranged by proserv. During the ligation of the structures/vessel the legs of the clip was crossed. A parallel clip ligation wasn't possible. They took a 2nd instrument with the same dysfunction. The procedure was finished with another (3rd) instrument (ca090). I picked up the ca090 from the hospital and arranged the return to regulatory. Please arrange the replacement direct to the hospital." Pt status: pt ok -op-procedure was finished with an other instrument (ca090).

Manufacturer narrative:
Investigation summary: two event units were returned for evaluation. Upon inspection of the first unit, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable replicate the incident. Upon inspection of the second unit, engineering found that the device fired a partially formed clip; however, after the release of the initial clip, the unit would not fire or load any other clips. Engineering disassembled the unit and found that an internal component was damaged and there was an excessive amount of tissue and debris inside the unit. This damage may have been a result of exerting excessive force on the trigger due to the tissue and debris hindering component movement. The exact cause of the damage is unknown. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Excessive tissue and debris in the device may obstruct normal movement of internal components or jam the device. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.